Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarm a17. Customer' s blood glucose unknown mg/dl. The customer stated alarm did not occur during the rewind/prime sequence. The customer was advised to clear the alarm using esc/act. The customer was advised to perform rewind process again. The customer was assisted with programming time/date. The customer was advised to program a normal bolus into the air. Customer stated a temp basal ws not programmed before the alarm occurred. The customer was advised that the device would be replaced. The customer reported via phone call that the insulin pump alarm a21. Customer' s blood glucose unknown mg/dl. Th customer was advised to monitor the insulin pump.

Manufacturer narrative:
The insulin pump passed displacement test and a21 error test. No a21 alarm and no a17 alarm noted. However, the insulin pump was received with cracked battery tube thread and cracked reservoir tube lip noted.